Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17748796m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: smartablate generator, us catalog #: m490002, serial (B)(4).

Event description:
It was reported that after flushing the tubing, the catheter clotted. The catheter was replaced and the issue resolved. There were no patient consequences reported. Response received clarified that the catheter could irrigate through the side port, but not through the entire catheter. The physician thought the issue was caused by a clot. It also confirms that there was visual confirmation of a suspected clot. All parameters and cut offs were set to the default settings. There were no temperature errors. A heparinized flush bag was being used. The catheter was being flushed outside of the patient¿s body. The patient did not exhibit any neurological symptoms since the procedure was completed. The irrigation issue was highly detectable by the physician. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The clot issue was assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/26/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that after flushing the tubing, the catheter clotted. The catheter was replaced and the issue resolved. There were no patient consequences reported. Response received clarified that the catheter could irrigate through the side port, but not through the entire catheter. The physician thought the issue was caused by a clot. It also confirms that there was visual confirmation of a suspected clot. All parameters and cut offs were set to the default settings. There were no temperature errors. A heparinized flush bag was being used. The catheter was being flushed outside of the patient¿s body. The patient did not exhibit any neurological symptoms since the procedure was completed. The device was visually inspected and it was found in good conditions, no clot was observed. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the shaft area, the irrigation tubing was found occluded with reddish material; however, no damage was observed on the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint regarding the irrigation issue was confirmed. The root cause of the occlusion cannot be determined. It could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tubing. Manufacturer's reference number: (B)(4).